Event description:
My daughter has horrible reactions to dexcom g6 glucose monitors. The adhesive used to keep the sensor on turns her skin into a puddle of puss and rash and irritation. The sensors are meant to be worn for 10 days but if we do not heavily modify the product hers last less than 24hrs. She has type 1 diabetes and the technology is life changing but the reaction to the adhesive is absolutely intolerably bad. FDA safety report ID# (B)(4).